Event description:
It was reported that the nc trek balloon was used for post-dilatation of the left popliteal artery. Five total inflations were performed at an unspecified pressure. After the fifth inflation was completed, the balloon could not be deflated. The balloon was over inflated to intentionally rupture it. The balloon was then retracted, however, it could not be retracted into the sheath. The unspecified guide wire was advanced to maintain access and the sheath was removed as a unit with the nc trek balloon. The procedure was concluded. There was no clinically significant delay of procedure reported. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Above rated burst pressure, incorrect anatomy. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The deflation issue and difficulty to remove could not be confirmed due to the condition of the returned device. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use (IFU) states that the nc trek rx coronary dilatation catheter is indicated for: a) balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion b) balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction c) balloon dilatation of a stent after implantation. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.